Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the nurse noticed that the catheter was split in two; the catheter was going up in the urinary meatus of the patient. The device was removed and replaced.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. The returned sample was carefully removed from the polybag and was subjected for visual inspection. First piece of the returned sample was identified to be only the funnel part. The second piece sample is a shaft. When the shaft end was inserted into the funnel part, they form a complete catheter. Both funnel parts of the samples were examined. Besides the faded trace of the x-ray line, there is no remaining pieces of shaft part found inside the funnel. Picture 3 shows no remaining of the shaft were to be found inside both funnels. However, it was observed that there was presence of multiple scratches near the funnel joint area on the funnel (refer picture 4). Investigation was then further conducted on the shaft where similar scratches appear at the shaft end. Funnel detachment may occur due to several reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper , excessive force applied at the funnel end or between the shaft because of catheter stuck at crib rail or tube extended as the patient glide on the bed. Such extreme tensile strength may exceed the standard requirement of catheter strength and render to catheter to be detached or break. Based on the above findings, we did not find any problem within the product which could have contributed from manufacturing processes. Therefore, we could not confirm the complaint as stated above.

Event description:
It was reported that the nurse noticed that the catheter was split in two; the catheter was going up in the urinary meatus of the patient. The device was removed and replaced.